Manufacturer narrative:
The reported event of stylet failure to advance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet could be fully inserted into the lead without any difficulty.

Event description:
During an implant procedure, the stylet was not unable to advance on the right ventricular (rv) lead. A new rv lead was used to resolve the event. The patient was stable.